Event description:
It was reported that the ilet user accidentally removed the entire infusion site from the inset while attempting to take off the blue plastic needle cover, indicative of an infusion set deployed incorrectly or a connector not attached correctly. Symptoms included no clinical effects. Outcomes included no alerts or alarms and successful completion of troubleshooting and user education. Investigation included customer interview and troubleshooting with guidance on proper technique, including twisting the cover to loosen it and replacing the infusion set and supplies. Investigation of this case revealed user handling error during infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set insertion technique.